Manufacturer narrative:
On 15-apr-2020, the product investigation was updated. Investigation summary : during evaluation of the device, some lines of shell wear were observed on the anterior and the posterior view. Leak testing was performed, and a leakage from the valve was found. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. On the other hand, shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, mentor received additional information regarding the patient's symptoms. The patient experienced right-sided grade ii capsular contracture. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, some lines of shell wear were observed in anterior and posterior view. Leak testing revealed that there was a leakage from the valve. No other anomalies were observed. A shell wear failure may be the result of the continuous and sustained stresses to the device, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/16/19, mentor received additional information regarding the patient's symptoms and the revision surgery. The patient presented bilateral breast ptosis. The patient underwent bilateral removal and replacement with two unspecified 350 cc saline implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided grade IV capsular contracture, right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate plus profile and experienced postoperative left-sided grade IV capsular contracture and right-sided deflation. The patient stated that enlarged left-sided breast was noticed by her physician about 8 months ago, and right-sided deflation was confirmed via mammogram performed in (B)(6) 2019. As a result, the patient had the implants explanted on (B)(6) 2019. This report is for the right prosthesis.